Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain with peritonitis resulting in hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for the event. The product history review for the liberty select cycler and cycler set found no non-conformances. All pd patients are at an increased risk of infection due to a compromised immune system and the potential of microbial contamination due to dialysis techniques. Based on the limited information and no allegation of a malfunction, defect or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer service for assistance and during the call the patient reported being in the hospital due to peritonitis. The patient was in severe pain and found out it was due to the infection. Additional information was requested, however it was not available.